Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica c4) using a penumbra system 5max reperfusion catheter and 5max separator. Before the procedure, 18,720,000 units of intravenous tissue plasminogen (IV t-pa) were administered to the patient. During the procedure, a 5max reperfusion catheter was advanced to the c4 along with a gt 0.016 inch guide wire through an optimo guide catheter 9fr. Aspiration was conducted with a 5max separator. Heparin was not injected. The patient developed asymptomatic subarachnoid hemorrhage (sah) during the operation. The physician closely monitored the patient's condition but withheld any additional treatment. Physician's comment: the exact cause of the sah was unknown. I cannot say for sure that the hemorrhage was not related to the penumbra system, but fragile blood vessels also contributed to this event.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00312. Device was disposed of by the hospital.